Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The exp date is currently unavailable. Two complaint devices were received and evaluated. Visual observations of the returned devices reveals stains and tissue debris on the distal ends of both anchors, the anchors for both devices were not cracked, but the threads and the distal tip were distressed. The sutures of one device were unfolded and removed from the suture card. No information was provided regarding the bone quality of the patient. Due to the tissue debris and stains, both of these anchors have been used and cannot be confirmed that the two anchors were damaged before insertion. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch record review has been conducted and the results indicate that this batch of product was processed without incident as related the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. A root cause for the user to have experienced this issue cannot be determined. At this point in time, no further actions are warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 3 for the same event. It was reported by the affiliate in (B)(6) that during rotator cuff neoplasty, it was observed that two screws were damaged and one was broken. The broken piece didn't fall into patient. It was reported that the surgeon changed the new replacements to complete the procedure. There was no adverse event or extended surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.